Event description:
A syncardia clinical support rep reported that during an implant procedure of the syncardia temporary total artificial heart (tah-t), the input air pressure reading on the css console was 30 psi, although the wall air pressure was 52 psi. The css console continued to provide normal pneumatic pressure to the tah-t throughout the procedure. After the pt was transferred to the ICU, an alternative air hose was used, and the input air pressure reading on the css console was 52 psi. This alleged failure mode poses a low risk to the pt, because the reported issue did not prevent the css console from performing its life-sustaining functions. The css console continued to provide normal pneumatic pressure to the tah-t. The css console air hose will be returned to syncardia for eval, and the results will be provided in a supplemental MDR.